Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm noted. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during a basal attempt. The blood glucose reading was 221 mg/dl. The customer stated that the alarm occurred twice in the last 30 days. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.